Event description:
It was reported to target that during a cerebral embolization the wire broke inside the catheter. There was no impact to the pt from this occurrence.

Manufacturer narrative:
The device was discarded after the procedure and is unavailable for evaluation.